Event description:
Hearing performance with the device is affected. A follow-up appointment with the audiologist was to be scheduled to verify the function of the external processor and complete internal device troubleshooting. The user has not attended any of the appointments and no further information is available.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient has intermittent hearing benefit with the device. However despite requested no further information has been received. A root cause for the limited benefit cannot be determined. Thi is a final report.

Event description:
Hearing performance with the device is affected. A follow-up appointment with the audiologist will be scheduled to verify the function of the external processor and complete internal device listening check via stethoscope.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.